Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 80 (mg/dl) after possibly over-bolusing for a meal consumed. Juice and candy were consumed to address bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
.